Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode. Technical services (ts) recommended urgent replacement. As of today this device remains implanted and in service. New information received indicates that this device was explanted and replaced with a competitor product. The explanted device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode. Technical services (ts) recommended urgent replacement. As of today this device remains implanted and in service. New information received indicates that this device was explanted and replaced with a competitor product. The explanted device is expected to be returned for analysis. This device was released from the hospital into the possession of boston scientific. Boston scientific's distribution center in spain shipped the device to the boston scientific post market quality assurance laboratory located on the arden hills minnesota campus in the united states via fedex tracking number (B)(4). Due to custom's issues, the package was not accepted into the united states and was returned to sender via fedex tracking number (B)(4). The package remains with customs as spain, as of today, has not accepted it. New information received indicates that this device was received by boston scientific return device analysis laboratory.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.